Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions. Information within the complaint documented a patient turning the pg device in the muscle pocket (referred to as twiddlers syndrome), which is contrary behavior to clinical instruction. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited a lack of remaining slack and was tangled within the pocket due to twiddler syndrome which was diagnosed via x ray. This ra lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a lack of remaining slack and was tangled within the pocket due to twiddler syndrome which was diagnosed via x ray. This ra lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.